Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02551. It was reported that the patient was admitted to the hospital due to weakness and abnormal beating sensation. Device check revealed high pacing threshold on both right atrial (ra) and right ventricular (rv) lead. X-ray conformed dislodgement of both ra and rv lead. Couple of days later, the patient presented for lead revision. Both the leads could not be repositioned after multiple attempts. Both the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.